Event description:
The following was reported by the patient via maude event report ((B)(4)): on (B)(6) 2006 - the patient underwent repair with a bard flat mesh. On (B)(6) 2011 - the patient underwent mesh explant procedure. The patient reported the mesh eroded through her vagina, adhered to her colon and spine. The patient reported severe pelvic, back and leg pain.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The patient reported she underwent repair utilizing a bard flat mesh for a pelvic organ prolapse. The patient alleges she suffered various complications including erosion and pain. Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided at this time and no sample was returned for evaluation. Additionally, the lot number the patient provided is incorrect and therefore a manufacturing review is not possible. With the limited amount of information, no conclusion can be drawn.